Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. The patient experienced a pericardial effusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrective fields: b5. Describe event or problem check spelling maximize.

Event description:
It was reported that this right ventricular (rv) lead was abandoned due to unknown reasons. The patient experienced a pericardial effusion. No additional adverse patient effects were reported.